Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin squirted out of the insulin pump during the manual prime process. The patient's blood glucose at the time of incident was 340 mg/dl. Troubleshooting was initiated and the customer stated that the transfer guard was not locking on the reservoir properly; he mentioned that this was the third reservoir with this issue. The customer returned seven reservoirs for analysis and a replacement reservoir was shipped to the customer.